Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit alarmed over temperature. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed over temperature. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Type of investigation, investigation findings, investigation conclusions), a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The compressor temperature operating above normal level but not triggering alarm (80 deg c) so the fse replaced the compressor and filter set. The compressor operating temperature reduced by 20 deg c. The fse checked system operation for 216 hours and no faults. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.